Event description:
A dialysis facility nurse reported a pt removed more ultrafiltration (uf) than intended during a treatment on a 1550 hemodialysis machine. The uf goal was 3 kg however, 4 kg were removed. During the treatment, the pt's blood pressure dropped, experienced an increased heart rate, and complained of cramping. The pt was administered 200 ml of normal saline and was then fine. There were no sequelae associated with this incident.